Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and records can be performed. Complaints which are serious in nature are reviewed on a regular basis or for due cause to provide visibility and escalation. In addition, all complaints are also monitored for trending on a monthly cadence. No further information is available at this time.

Event description:
The consumer stated that her tampon came apart upon removal in two pieces. She states that the outer cover separated from the inner part of the tampon leaving the inner portion of the tampon inside of her. She was able to remove the remaining pieces. No medical intervention was necessary. No further information is available at this time.